Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. While the battery voltage decreased, the battery impedance remained below 1k ohms.